Event description:
It was reported that during a coronary drug-eluting stenting (des) treatment procedure, stent dislodgement occurred. The target lesion was located in the tortuous proximal circumflex (cx). When the 16x3.5 taxus liberte des stent delivery system (sds) was advanced through a previously placed 4.0x16mm taxus liberte des in the proximal left anterior descending artery (lad) to distal left main (lm), the stent dislodged but remained on the wire. After the attempt to retrieve the stent was unsuccessful, the physician advanced a balloon into the dislodged stent and deployed it in the ostial cx. The procedure was completed by deploying a taxus liberte 4.0x24 des in the proximal mid cx which overlapped the 16x3.5 taxus liberte stent. There were no patient complications and the patient's current condition is listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.